Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the ER after receiving inappropriate high voltage therapies. Upon interrogation, p-wave oversensing was observed on the ventricular channel. It was noted that the capture threshold had increased and r-wave amplitude had decreased. Lead dislodgement was noted. The lead was successfully explanted and replaced without adverse consequences to the patient.